Event description:
It was reported the entire system was removed. The implantable neurostimulator (ins) pocket got infected. Additional information received reported the ins and leads were removed (B)(6) 2012. Cultures were taken, but the results were not yet known. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there was a diagnosis/onset of an infection on (B)(6)-2012. It was noted that the patient did not have meningitis. It was stated that there was redness and perioperative antibiotics were administered on (B)(6)-2012. It was determined from the culture that the infection was (B)(6). The patient reportedly had diabetes prior to implantation. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6), explanted: product typ lead, product ID 3778-60, lot#, serial# (B)(4), implanted: 2012 (B)(6) explanted: product typ lead, product ID 37744, lot#, serial# (B)(4), implanted: explanted: product typ programmer, patient product ID 3550-39, lot# n323753, serial#, implanted: 2012 (B)(6), explanted: product typ accessory. (B)(4).